Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to increase/activate therapy. Impedance check revealed high impedance on all contacts. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.